Manufacturer narrative:
On (B)(4) 2014, the customer emptied the vacuum isolator chamber which fixed the leak and the error messages. The instrument was operational. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was from the rbc (red blood cell) bath of the instrument. The instrument was also generating an error condition of "high vacuum out of range". The volume of the leak was approximately 10ml and was not contained within the instrument. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.